Event description:
A medical assistant reported that a footswitch did not work before surgery. There was no patient involved.

Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch and cable (which belongs to the system) which were both replaced to the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. This system was manufactured on march 26, 2004. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the non-conforming footswitch and cable, which was most likely the result of system wear. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).